Manufacturer narrative:
Load cell. Faulty nut in lift motor.

Event description:
It was reported by service report scale was inaccurate and the lift monitor was drifting. No patient involvement or adverse consequences are reported.